Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was no longer able to hear with his equipment. The equipment was swapped out and it worked fine for a day. The patient said that later the sound went soft and then he was no longer able to hear. Testing confirmed that the device had malfunctioned. The patient has no history of a head injury or accident.